Event description:
Discordant, falsely elevated hemoglobin a1c (hba1c_3) results were obtained on three patient samples on an advia 1800 instrument. For the ratio component of the assay, total hemoglobin (thb), discordant results were flagged by the instrument. The hba1c_3 results were reported to the physician(s). The samples were re-spun and repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low and falsely elevated hba1c_3 results.

Manufacturer narrative:
An urgent medical device correction (umdc) 10814865 rev. A (for us customers) and urgent field safety notice (ufsn) 10814864 rev. A (for outside us customers), entitled "ratio parameters flagging behavior for all software versions" were sent to customers in (B)(4) 2013 to notify customers that the system will report results calculated using the ratio parameters feature without error flags when underlying individual test results used as part of the calculation are flagged. In cases where an error flag suppresses a numerical result, a ratio calculation will not be performed. If a numerical result is generated with a flag, the ratio will be reported without a flag. The ufsn requires customers to review and evaluate flags/marks associated with individual component assays before reporting ratio parameters assay results. Upon follow up with the customer, it was discovered that the customer is not spinning samples properly before sampling. It was also discovered, that the customer is reporting results that obtained a thb value of <7. According to the siemens advia chemistry hba1c instruction for use: "the thb_3 assay can be used for total hemoglobin concentrations from 7 to 24 g/dl". The cause of the customer reporting values with thb <7.0 is failure to follow instructions. The instrument is performing within specifications. No further evaluation of the device is required.